Manufacturer narrative:
One used portex® bivona® flextend¿ tts¿ pediatric straight neck flange tracheostomy tube was received for investigation. A visual inspection was performed and no damage could be detected on the unit. The united was inflated and functionally tested and no leakage was observed. A manufacturing review was performed and no discrepancies were found. The complaint was not confirmed.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the cuff of this tracheostomy tube was inflated with 5 milliliters of water, and when inserted into the patient, it lost 4 milliliters of water within 30 minutes. An emergency tracheostomy change was required. No additional adverse patient effects were reported.